Event description:
It was reported that the patient presented for in-clinic follow-up with episodes of wide qrs over-sensing exhibited by the implantable cardioverter defibrillator. No interventions were made. The patient was stable.